Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800733 was manufactured on 06/26/2018 a total of 288 pieces. Lot was released on 07/11/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip protruding from the channel and the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly due to the bent centering tab. The clip didn't fire until the last second of the loading process when it bent the rotation tab. It was observed that the next clip was out of position in the channel. The sample was disassembled in order to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. No other defects or anomalies were observed. The device was returned with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. If a clip misloads and the clip is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The sample was received with the sample was returned with the first clip protruding from the channel and the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. Upon functional inspection, the clip was unable to load due to the bent centering tab. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that during an operation a clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced with a new one. No clip fell/remained in patient.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation a clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced with a new one. No clip fell/remained in patient.